Event description:
The pt reported after wearing the pod for 24 hours; he was "extremely" tired and he felt like there was something wrong. He checked for ketones and they were present. He then decided to go to the hospital. Upon arrival he was admitted to the hospital with blood glucose result reading of 400 mg/dl with the hospital meter and he was diagnosed for diabetic ketoacidosis. He did not provide any further info regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.